Manufacturer narrative:
Additional patient information: patient height reported as (B)(6) inches. Patient ID: (B)(6). Date of event is unknown. Additional product code hwc. (B)(4). Patient date of original implant is unknown. Device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) refers to the patient was uncomfortable, the plate was proud on the bone, and the required additional surgical intervention to remove the construct. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery on an unknown date for a fracture to the lateral fibula bone where one (1) one-third tubular plate and four (4) screws were implanted. Cause for the fracture is unknown. Post-operatively due to the plate being proud on the bone and patient was uncomfortable with the palpable bump. A revision surgery was performed on (B)(6) 2016 to explant all of the hardware. It was reported that fracture to the bone had healed. Surgery was completed successfully, with no surgical delay and patient is report in stable condition. This is report number 4 of 5 for complaint (B)(4).